Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") and genital haemorrhage ("heavy bleedings") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), headache ("headache"), dizziness ("dizziness"), dyspareunia ("painful intercourse"), arthralgia ("joint pain / hip pain"), myalgia ("muscle pain"), nausea ("nausea"), tooth loss ("lost top teeth"), alopecia ("hair loss"), gastrointestinal disorder ("gi issues"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dysgeusia ("metalic taste in mouth") and visual impairment ("vision issues"). The patient was treated with surgery (salpingectomy, essure removal and uterine ablation in 2015). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, depression, dizziness, dysgeusia, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, myalgia, nausea, tooth loss and visual impairment to be related to essure administration. The reporter commented: previously reported essure insertion date: (B)(6) 2009. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 16-aug-2022: pif received: previously reported event "injury to herself" updated to "back pain", events "joint pain/ hip pain", muscle pain, headache, nausea, dizziness, lost top teeth, heavy bleedings, hair loss, gi issues, painful intercourse, memory loss, depression, anxiety, metalic taste in mouth, vision issues" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") and genital haemorrhage ("heavy bleedings") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criteria medically important and intervention required), headache ("headache"), dizziness ("dizziness"), dyspareunia ("painful intercourse"), arthralgia ("joint pain / hip pain"), myalgia ("muscle pain"), nausea ("nausea"), tooth loss ("lost top teeth"), alopecia ("hair loss"), gastrointestinal disorder ("gi issues"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dysgeusia ("metalic taste in mouth") and visual impairment ("vision issues"). The patient was treated with surgery (salpingectomy, essure removal and uterine ablation in 2015). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, amnesia, anxiety, arthralgia, back pain, depression, dizziness, dysgeusia, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, myalgia, nausea, tooth loss and visual impairment to be related to essure administration. The reporter commented: previously reported essure insertion date : (B)(6) 2009. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.